Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). A nurse reported the unit shut down in the middle of a case. The system was rebooted and the case was completed without injury or delay.

Manufacturer narrative:
A company representative examined the system and was unable to duplicate the reported complaint. The software was reloaded and the canbus cable was replaced for diagnostic purposes. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).